Event description:
A report received from the USA stated that the device experienced a damaged hose at the pressure relief valve. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. (B)(4) evaluated the devic, and the reported problem was confirmed; the outer hose of the unit was observed to have been pulled loose from the ferrule of the pressure relief valve, likely due to the hose being pulled on with excessive force. This condition is indicative of improper handling of the device. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).